Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, seroma.

Event description:
Healthcare professional reported right side "biocell replacement", capsular contracture baker grade unknown, and seroma. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ anxiety-product/procedure: unable to observe as it is not related to the device. ¿ seroma-late: unable to observe as it is not related to the device. ¿ capsular contracture: unable to observe as it is not related to the device. Additional observations: ¿ observed opening on posterior side assessed as fold flaw opening. ¿ observed creases on the device. ¿ observed wear abrasion on the device. ¿ observed stress marks on the device. No further actions are required since no manufacturing issue is observed.

Event description:
Healthcare professional reported right side "biocell replacement", capsular contracture baker grade unknown, and seroma. Device has been explanted and replaced.